Event description:
It was reported to philips that a button was pressed during start up of the system and would not allow the boot up. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite, and confirmed the reported issue which is due to the faulty geo module. Fse replaced the geo module wp kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.